Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report # 1627487-2011-00078. The pt received her scs system on (B)(6) 2009 consisting of an ipg and two percutaneous leads. It was reported that she suspended use of her scs system approx six months ago due to ineffective therapy coverage. During the period of inactivity, the ipg was allegedly not recharged. Recent efforts to communicate with the device via the programmer and charging system proved unsuccessful. In addition, an x-ray of the pt's scs system revealed that one of her leads has migrated. At this time, there are no immediate plans for surgical intervention.